Manufacturer narrative:
Evaluation summary: the probable cause was that the processor was not recognizing the scope and the pcb failed due to water ingress etc.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event on 23-jun-2021 that occurred during pre-inspection check in the united states. The customer reported "no video image" and that the "error message states contact pentax medical service facility" involving pentax medical video colonoscope model ec-3890li, serial number (B)(4). The customer owned endoscope has not been returned to pentax medical for evaluation as of 23-jul-2021. Model ec-3890li, serial number (B)(4) has not been returned for service at a pentax facility since the device was put into service on 29-mar-2011. The invesigation is in-process.